Manufacturer narrative:
Zimmer biomet complaint number (B)(4) zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) and one (1) tmm4b10 (imp tm 4.1mm mtx,10mm) for evaluation. Visual evaluation was performed, the tsvb10 was returned in three (3) pieces. Follow up determined that the damage was attributed to the removal of the devices. No other malfunctions were detected. Regarding the returned tmm4b10. There was bone debris on the external threads. There were no signs of malfunction that would contribute to the event. The implant matched print specifications. The implant was measured by using caliper. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tmm4b10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. However, a definitive root cause could not be identified. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device was measured with a caliper and identified as a tmm4b10. After follow up on 20 oct 2023, tmm4b10 was reported as the correct reference, lot number not available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm, lot 1221079.

Event description:
It was reported that the implants caused nerve injury and had to be removed. Pain and paresthesia were reported as a result of the event. Patient will have to return to place new implants.